Manufacturer narrative:
.

Event description:
Procedure type: low anterior resection double staple. According to the reporter: soon after the surgery oozing bleeding under 200cc was observed by x-ray at the anastomosis site. The bleeding was controlled by clipping through the anus.